Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in excellent condition. Upon visual inspection, the led was observed to be broken off the pcb board. Based on the evidence, the complaint was confirmed. The root cause is due to user interface as the front cover was not put on correctly.

Event description:
Information was received indicating that the led light to a smiths medical level 1® hotline® low flow system was noted to be detached and disconnected from the circuit board. There were no reported adverse effects.